Manufacturer narrative:
No malfunction of motorized wheelchair suspected. According to the police report obtained, the end user was operating the motorized wheelchair in the roadway at a crosswalk. The owner's manual warns against operating the motorized wheelchair in the roadway.

Event description:
According to a police report, the end user was struck by a motor vehicle while operating the motorized wheelchair at a crosswalk. Allegedly, as a result of the incident, the end user sustained a fracture of fibula in the left leg.